Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of peritonitis in a patient coincident with imported extraneal viaflex and physioneal unknown therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced purulent effluent and was unable to drain more than 40ml. The cause of the peritonitis was not reported. On an unreported date, the patient was switched to hemodialysis and peritoneal dialysis was discontinued. On an unreported date, the patient also began remedial treatment for the peritonitis with vancomycin ip and glazidim ip (doses and frequencies not reported). At the time of the report, the patient is suspected of having aseptic peritonitis. The outcome was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.